Event description:
A customer in the us reported to biomérieux discrepant results associated with vidas® analyzer (reference w2205r). The customer reported qcv failure with the vidas® analyzer. Biomérieux instructed the customer to rerun the qcv check and report back with the results. The customer reported a subsequent qcv failure. Biomérieux requested a retrospective data analysis be completed since the last passing qcv. The customer reported back with the data analysis results. Two (2) patients were reported as negative instead of positive for mumps and four (4) patients were reported as negative instead of positive for varicella. The customer reported issuing corrected results for all six (6) patients. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.